Event description:
It is reported the system would not boot up. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive and system batteries were evaluated and replaced. The system was tested and found to be working as intended and returned to service.